Event description:
It was reported that the patient had experienced a loss or change of therapy. The patient did not feel stimulation. The patient had not felt stim since (B)(6) 2015. The patient started trial on (B)(6) 2015. The patient had tried to turn stim off and back on and stated that she will feel stim for 10-15 seconds but then nothing. The patient was up to 10 amplitude. There were no trauma/falls reported that could be related to this issue. Event date: (B)(6) 2015. The patient was to follow up with hcp (healthcare provider). Additional information received from the manufacturer's representative noted that they believed there was a possible problem with the brown box. The patient was going in to have the leads removed the next day and was going to talk to the doctor about trying the test again.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).